Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on an analyzer e module (e170) and cobas e411 on (B)(6) 2015 and on a centaur analyzer on (B)(6) 2015. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested but was not provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was excluded. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing thyroid assays from different vendors. The results of all thyroid parameters vary in function of age, gender and other population characteristics which need to be taken into account when analyzing the results.